Event description:
Healthcare professional reported "rupture." Later healthcare professional reported "grade iii capsular contracture" and "rupture." Record is for right side. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6 device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken assessed as fold flaw opening. ¿ capsular contracture: unable to observe as it is not related to the device. As per the investigation procedures non penetrating nicks were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "grade iii r capsular contracture" and "rupture."

Event description:
Healthcare professional reported "rupture." Later healthcare professional reported "grade iii capsular contracture" and "rupture." Record is for right side. Device has been explanted.